Event description:
Info received indicates the right siderail latch bolt was missing and the right siderail could not be latched.

Manufacturer narrative:
The tech installed a new siderail latch bolt and the siderail functioned properly.